Event description:
The hypodermic needle broke off at the junction with the hub during use. The cat did not move when the needle was inserted into the skin and the needle still broke. The needle was still sticking out the of skin and was able to be removed with forceps. Actual product code is unknown. Facility distributor does not record product shipped to their customer. Product code and lot is obtain only if the customer reports a complaint. Customer did not report this incident to their distributor, and they did not retain product information either. Since this is the same customer from the previous complaint, and they reported product code ah+2219-1m for the previous incident, we ran a report to pull lots for this code (ah+2219-1m), shipped to their distributor. Possible lots are: 17l06, 18a10, 18b08, 18b08, 18d20.